Manufacturer narrative:
Correction: implant date. Product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported one of the wires of the pain stimulator had come undone/detached and the device is not as good as it was when she first had it. The stimulation was not helping like it should. The patient noted that one of her leads needed to be rehooked. This had been occurring for 6 months to a year. There were no further complications reported.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is having their ins removed because the wires "had come undone" and were circled up. The patient stated it's in-between the vertebrates in her back and causing muscles and nerves to be pinched really bad. The patient is having their whole system removed and do not place to replace it until after they do an MRI. The patient's system is being explanted today (B)(6) 2019. No further information was reported.